Event description:
It was reported that externalized conductors were observed on the lead during device change out due to normal eri. Variations in r-wave sensing were noted. The lead was capped and replaced.